Manufacturer narrative:
Evaluation summary: prior to release, all syringes are visually inspected. Items with incomplete assembled luer lock adapters (lla) are removed. Prior to release, no remarks related to this complaint were identified and no loose lla were found for this batch. A functionality test was performed on the retention samples and the results met specifications. One empty syringe of which the lla was detached was received. Further investigation was performed by the supplier quality assurance department and the components were sent to the supplier for further investigation. Results of this investigation showed no deviations related to the individual components. Dimensions and functionality were tested for the glass barrel and lla and conformed to specifications. After reassembly of the lla, it was not possible to simulate detachment on the complaint samples according to the directions for use (dfu). However, when these instructions for use were not followed or if other non-alcon components were used, a malfunctioning of the device could be simulated. The root cause at this time has been identified as incorrect assembly procedure. (B)(4).

Event description:
A health care professional reported the cannula with luer lock came off the syringe. It was reported there was no pt involvement.